Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported that the customer went into a diabetic ketoacidosis due to no delivery alarms. Customer's blood glucose level was high. Customer's blood glucose level was not reported. No further information was obtained. The device was not returned.